Event description:
Allegedly, patient revised due to shedding of metal debris into the bloodstream; tissue damage; persistent pain and decreased mobility. (Right)

Manufacturer narrative:
This is the same event as 3010536692-2015-00055.